Event description:
A customer reported fasting and not eating breakfast. Then she reportedly obtained a reading on her freestyle flash meter of 139 mg/dl and felt fine. While driving to the doctor's office, the customer reported she started not feeling well and also losing consciousness. The paramedics were called and reportedly obtained a reading of 32 mg/dl. The customer reported being treated with a glucose infusion before being taken to a hospital, where her blood glucose level was stabilized. She was then discharged on the same day. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.